Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was sweaty, pale and unresponsive around 2:30am. The patient's son immediately checked that patient's bg with a finger stick and the bg was 23 mg/dl. They did not check the cgm during this time because they were in a panic and called paramedics. When paramedics arrived, they treated the patient with IV dextrose and ran blood tests. The patient's bg was 200 mg/dl after treatment. The patient recovered and at the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.